Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered and is not functional. Reportedly, customer cannot interact with the pump, customer cannot proceed past lock screen. The customer's blood glucose was 200 mg/dl. Customer reverted to insulin injections for insulin therapy.